Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with an anomaly resembling vertical gas breakthrough during flap creation of the right eye. The patient was left untreated but will return at a later date for treatment. Additional information received states the surgeon was unable to lift flap and the patient will have the procedure completed at a later date.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. The system history shows that the laser was verified successfully prior to and after the date of treatment. A review of the treatment report shows that the canal cut is shifted to left which leads to the assumption that the position of the eye changed during flap creation but the suction was still valid. Treatment report does not show any abnormalities. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The most likely root cause may be unnoticed movement of the patient during surgery. (B)(4).